Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. Twelve days after event onset, the patient was hospitalized for the peritonitis. The same day as hospitalization the patient was treated with intraperitoneal (ip) injection of fortum ( 1 gm daily for three days) and ip injection of vancomycin (2 gm every fifth day for three days). Three days after hospitalization the patient was treated with ip injection of piptaz (1.25 gm daily for six days). Seven days after hospitalization the pd catheter was removed, dianeal therapy was stopped, and the patient was moved to hemodialysis. The patient was discharged nine days after hospital admission. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available.